Manufacturer narrative:
An inoperable implant due to possibly not charging the device was reported to abbott, but could not be confirmed. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg was inoperable and patient lost therapy 5 years ago. Surgical intervention may occur later to address the issue.

Event description:
Surgery happened on (B)(6) 2022 during which the ipg was replaced. Therapy restored postoperatively.